Manufacturer narrative:
The pump passed the displacement test, self test, and unexpected restart error test. There were no unexpected restart or external ram error alarms noted. The displayable history check failed on startup alarm was noted in the alarm history screen due to a corrupted history file. The pump was received with an intermittent button response due to corroded keypad traces. There was also no button error alarm noted. The pump was received with a cracked case on the display window corners, a minor scratched lcd window, a cracked reservoir tube lip, a broken belt clip slot, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that she had a button error alarm last month in june. Customer stated that she put the battery in the pump and it seemed fine. Customer then received an unexpected restart alarm. Customer stated that the pump was touching her skin when she put it on her pant loop. Customer stated that she went back on shots and the pump was stored without a battery since june 2015. Customer's blood glucose was 350 mg/dl at the time of the incident. Customer stated that the pump was stored or not in use for an extended period of time. Customer mentioned having a displayable history check failed on startup alarm. It was explained that this is normal pump behavior. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.